Event description:
A malfunction alarm was reported, identified by software error code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction did not recur, and the customer was informed that they could continue to use the pump. They were advised to call back if the malfunction code recurred, which the customer acknowledged and understood.